Event description:
During an iliac kissing balloon anegioplasty in which a competitor's product had already failed, the catheter balloon burst at 6atm & upon removal from the pt, the distal tip was missing. An arteriotomy was performed and successfully removed the indwelling piece. The next day an angiogram showed improved blood flow and no further complications.